Manufacturer narrative:
(B)(4). Evaluation found that the reported application of too much force was used to position the locator wings against the anterior surface of the arterial wall. This is inconsistent with the instructions for use (IFU) which states that the device should be gently retracted until slight resistance is felt. The locator wings must be placed against the anterior surface of the arterial wall to locate the access site without applying tension on the artery. Based on the information available, the reported difficulties experienced during the procedure, appear to be related to the operational context of the device. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after locator wings deployment, the device was retracted to position the locator wings against the anterior surface of the arterial wall with too much force causing the device to lose vessel access. It was reported that the locator wings were in the open position as expected during this step of deployment. It was believed that the tissue tract was not large enough since the subcutaneous tissue dimpled during clip delivery tubeset deployment; the dimpling resolved after device removal. Manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.